Event description:
It was reported that performing patient threshold tests "were taking longer to complete" after a recent software release was installed on the programmer; telemetry was also more "sensitive." The service disk was run and the issue cleared. It was further reported that a "pause" occurred when starting and ending a threshold test, and there was loss of telemetry with wireless devices. A telemetry error message was displayed. A different test showed a noisy electrogram causing a test to be aborted. The programmer is being sent in for repair. No patient complications were reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.